Event description:
It was reported that the pump exhibited a cassette not attached error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint cassette not attached error occurred during testing. Found no 12-month service history. Review of event history found complaint in event log. Occlusion testing was performed and could not confirm complaint. Probable cause was not determined.